Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6b: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: address - line 2: unknown/ not provided. Section e1: reporter: address: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of a monofocal preloaded intraocular lens (iol), the injector tip did not achieve proper insertion, resulting in the iol not being successfully delivered. The event occurred during the implantation/application phase of the procedure. A secondary surgical instrument was used to remove the injector from the wound. The iol was discarded as it was not fully injected into the patient¿s eye. No additional surgical intervention was required. The procedure was completed using a backup iol of the same model. No further information was provided.